Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The reported symptom was not found related to the reported instrument. Additional unrelated observation: the instrument was found to have blade damage at the tip/midpoint of the blade. Both the blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The instrument was found to have one blade(s) bent at the tip. Bend point was located approximately 1.16 mm from the tip of the blade. The blades were not able to fully close as a result of the bending. Cut performance was negatively impacted due to the bending.

Event description:
Refer to h11 for follow-up information.